Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was delfation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, and partial delamination of valve. A leak test was performed and was found delamination of valve and one opening of valve. A microscopic analysis identified partial delamination of diaphragm flange disk assessed as adhesive failure and a curved(cracked) opening in valve assessed as cracked valve seat diaphragm valve. Based on the device analysis the final assessment is delamination of diaphragm flange disk assessed as adhesive failure, and a crack(opening) on valve assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.